Event description:
An alarm was reported with the pump during the loading process, specifically alarm 20. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to put the pump into storage mode before returning it. The customer was also asked to return the problematic pump within 10 days using a prepaid label and agreed to continue using the current pump for insulin delivery in the meantime.